Event description:
To whom it may concern: hello, my name is (B)(6). I am a prisoner in (B)(6). I have a question for you. I saw on t.v. The toy scare out of (B)(6) a couple of years ago where toys were contaminated with lead. I was wondering if there have been any cases of eye glasses contaminated with lead or anything else? I've got a pair of glasses from (B)(6) where the clear coating on the frames has started to wear off and now it seems like the skin under my eyes on the sides of my nose is extremely dry, sore, fleaky. No matter what I do to try to moisturize it, it just won't heal. All I can think of is, it's my glasses. I've never had this problem with my skin it's always been clear. Would this be a symptom of skin in continuous contact with a contaminant? My glasses are 2 1/2 years old. Thank you for your time. (B)(6).